Manufacturer narrative:
The insulin pump was unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. It passed the displacement test. The motor was tested outside the device and passed. Device received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer uses the sensor feature and was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.